Event description:
It was reported that there were impedances greater than 10000 ohms. The reporter stated that the patient had two octad leads placed in the lumbar spine and all impedances read greater than 10000 ohms. It was noted that the patient also had a cervical placement. It was noted that the patient was getting good stimulation. Additional information has been requested but was not available as of the date of this report. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3550-39, lot# n312993, implanted: 2012-(B)(6), product type accessory. (B)(4).